Manufacturer narrative:
The installation and removal date were disconsidered because the removal date was anterior to the installation date. Follow-up being sent to include information about patient's conditions.

Event description:
(B)(4) - the dentist reported that 1 months and 15 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, the patient presented bone type ii.

Manufacturer narrative:
The installation and removal date were disconsidered because the removal date was anterior to the installation date. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form. The original complaint was received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4). The dentist reported that 1 months and 15 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, the patient presented bone type ii.